Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were hospitalized 3 times for under delivery, 2 times in (B)(6) and once in (B)(6) for high blood glucose on unknown date. Blood glucose reading was 33.3 mmol/l and 33.0 mmol/l. The customer was treated with intravenous drip at the hospital. The customer stated that in november he had a high blood glucose of 20 mmol/l, but he did not go to the hospital. Customer report one incident on (B)(6) 2020. Customer stated that infusion set had bent cannula. The insulin pump will not be returned for analysis.